Manufacturer narrative:
Additional PMA/510(k) number (k943604).

Event description:
It was reported that the implant body could not be separated from the fixture mount. Another implant was placed.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). One ha-coated spline® implant was returned for inspection with corresponding transfer mount and mount screw. Visual inspection revealed moderate wear and tissue attachment about the threads and collar. The internal drive feature could not be inspected in this condition. The screw drive feature is stripped. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were one additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental spline® twist¿ implants¿ 8962 rev 2-06/16. Information identified: implant placement for threaded 3.25mm spline implants after the implant is seated at the desired level, unscrew the implant driver mount by disengaging the retaining screw with the 0.050¿ hex drive seating tool. The driver mount countertorque tool or hemostats may be used to prevent rotation of the implant during driver mount removal. The external hex of the countertorque tool engages the hex socket of the driver mount. A hole in the end of the countertorque tool allows the long hex drive seating tool to be passed through the countertorque tool and engage the retaining screw. While holding the countertorque tool in a fixed position, disengage the retaining screw by turning the hex drive seating tool in a counterclockwise direction. When using hemostats to prevent rotation of the implant during driver mount removal, the external flats of the driver mount are gripped with the hemostats and either the long or short 0.050¿ hex drive seating tool is used to remove the retaining screw. Remove the driver mount from the implant body. Both the mount and the retaining screw are disposable products, and should be discarded. Caution: take precautions to prevent the driver mount from being aspirated by the patient. The part was functionally tested, and it was confirmed that the implant could not be disengaged from the mount complaint indicates the implant would not disengage with the transfer mount. The part was functionally tested, and it was confirmed that the implant could not be disengaged from the mount. The alleged event was confirmed following inspection. A root causes for the event could not be determined. The following sections were updated: d4: expiration date, UDI: (B)(4). H3: device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
The following sections were updated: date of this report, device available for evaluation change ¿no¿ to ¿yes¿, date received by manufacturer, follow-up number, follow up type, additional narrative.